Manufacturer narrative:
Concomitant products : 6947-58 lead, implanted: (B)(6) 2004, 4193-78 lead, implanted: (B)(6) 2004. Product event summary : the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial lead was returned to the manufacturer after being explanted prior to cremation, and subsequently tested out of specification. No patient complications have been reported as a result of this event.